Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced analyzer alarms and discovered questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) results. The samples were repeated on (B)(6) 2013 on either the original analyzer or analytical e module serial number (B)(4). Of the data provided for (B)(4) patient samples, the results for two patient samples were discrepant. Patient sample 1 initial result was 0.2 ng/ml and the repeat result was 3.1 ng/ml. Patient sample 2 initial result was 0.9 ng/ml and the repeat result was 9.1 ng/ml. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. It was unknown if any patients were adversely affected. The total psa reagent lot number was 17127601 with an expiration date of 05/31/2014. The field service representative found there was a fluidics failure of a valve in the reagent system and replaced the faulty valve. To verify the analyzer operation, he performed mechanical and operational checks which all passed.